Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (16 mg/ml, 12.157 mg/day) and bupivacaine (24 mg/ml, 18.2 mg/day) via an implantable pump for an unknown indication for use. The patient stated they heard a pump alarm begin about 3 weeks ago (B)(6) 2018 and went to a pain clinic to have it checked. The pump was in motor stall. The patient had some withdrawal and was given oral pain medications until they were scheduled for replacement (B)(6) 2019. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.